Manufacturer narrative:
The returned interject injection needle device was evaluated. The reported issue was not able to be confirmed. The condition of the returned unit was not consistent with the complaint incident that water could not be injected at the site. A visual inspection found no issues. A functional evaluation determined that neither the lumen, nor the needle, was occluded, as water could be injected through the needle without difficulty. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02496 addresses the other device. It was reported to boston scientific corporation that two interject injection therapy needle devices were used during an endoscopic mucosal resection (emr) procedure. According to the complainant, the needle was advanced into the patient, but water could not be injected at the site. A second interject injection therapy needle was used, but the same issue recurred. The procedure was completed with a third interject injection therapy needle device. Reportedly, both needles were tested prior to use and no issues were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as being good.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02496 addresses the other device. It was reported to boston scientific corporation that two interject injection therapy needle devices were used during an endoscopic mucosal resection (emr) procedure. According to the complainant, the needle was advanced into the patient, but water could not be injected at the site. A second interject injection therapy needle was used, but the same issue recurred. The procedure was completed with a third interject injection therapy needle device. Reportedly, both needles were tested prior to use and no issues were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as being good.